Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4) .

Event description:
The customer reported via phone call that the insulin pump was not vibrating and alerting them of a low reservoir. Customer's blood glcusoe was unknown. The customer stated the insulin pump did not vibrate when the act and up button was pressed when attempting to set an easy bolus. Troubleshooting found the insulin pump did not vibrate during a self-test. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to vibrate due to broken vibrator black wire. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case, cracked belt clip slot and cracked battery tube threads.